Event description:
As reported, the window of a 6f exoseal vascular closure device (vcd) did not turn black-black and the device came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The exoseal vascular closure device (vcd) was used in a percutaneous coronary intervention (pci). The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis 10cm catheter sheath introducer was used. The physician had achieved certification on the use of the exoseal vascular closure device (vcd). Additional information was requested but not provided. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.additional information is pending and will be submitted within 30 days upon receipt.